Manufacturer narrative:
No parts have been returned for analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cervical spine procedure. It was reported that the ratchet straight handle did not work normally. The ratchet straight handle could not tighten smoothly. There was no impact to patient. There was no reported delay to the procedure due to this issue.